Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 164 mg/dl at the time of the incident. Customer stated that she went to bolus for lunch and the numbers kept revolving. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with corroded keypad traces. All of the buttons functioned properly and no button error alarm during our testing. No unexpected numbers ramping during testing. The insulin pump has cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.